Manufacturer narrative:
The reported complaint of "when the autopulse platform (sn: (B)(4)) was un-paused, the platform displayed user advisory (ua)41 (patient temperature sensor failure) error message" was confirmed based on the archive data review but not confirmed during functional testing. No device malfunction was observed that could have caused or contributed to the reported ua41 error message. A review of the autopulse platform archive revealed that frequent daily checks were performed by the customer. As reported by the customer, the autopulse platform was stored in the autopulse quick case in the customer's ambulance compartment. Factors such as ambient storage condition (e.g. A fire truck sitting in a hot and humid environment and/or being exposed to direct sunlight for long hours) as well as using the platform on a soft surface that may block air vents will increase the internal temperature of the autopulse platform and can cause the occurrence of a ua41 error message. During visual inspection, the front enclosure was observed damaged with chipped/broken plastic parts. The observed physical damage is not related to the reported complaint, and it appeared to be the characteristics of harsh impact as a result of user mishandling. The damaged front enclosure was replaced to address the issue. A review of the autopulse platform archive was performed and showed multiple ua41 (patient temperature sensor failure) error messages to have occurred on the customer's reported event date; thus, confirming the reported complaint. The autopulse platform passed initial functional testing without any fault or error, and therefore, the reported complaint could not be replicated. Nevertheless, the temperature sensor cabling and power distribution board (pdb) were replaced as a preventive precautionary measure, as the sensor and/or the pdb may have had some intermittent technical problems that could not be directly identified during the functional testing. Subsequently, the autopulse was subjected to a run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged for 15 minutes, and the platform passed the test without any issues. During further functional testing, the load cell characterization test failed due to a defective load cell 2, unrelated to the reported complaint. The broken front enclosure and defective load cell were likely attributed to mishandling such as a drop. The defective load cell 2 was replaced to remedy the fault. Furthermore, unrelated to the reported complaint, it was noted that the driveshaft clutch area was sticky, likely attributed to normal wear and tear. The autopulse platform is a reusable device and was manufactured in august 2015, has exceeded its expected service life of 5 years. The sticky clutch plate was deburred to address the issue. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification.

Event description:
The autopulse platform (sn: (B)(4)) was used to resuscitate a patient in cardiac arrest. The patient was strapped and secured on the platform, which was placed on an ambulance stretcher. After performing a few compressions, the user paused the autopulse to check the patient's pulse. When the autopulse was un-paused, the platform displayed a user advisory (ua)41 (patient temperature sensor failure) error message. En route to an emergency room (ER), the ems crew stopped using the autopulse and performed manual CPR. In the ER, manual CPR was continued. No health consequences or impact to the patient.